Manufacturer narrative:
(B)(6). A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. One boxed f/r,bl,4.5mm,series 3000 /6 was returned for analysis. The returned device was evaluated for seizing. The inner blade was observed to have friction when inserted partially into the outer blade. The run out of the inner blade was measured and confirmed that the inner blade straightness was within tolerance. The outer blade was significantly bent, which caused the device to seize. (B)(4).

Event description:
It was reported that during an rcr procedure using boxed f/r,bl,4.5mm,series 3000 /6 scoring and damage to the tip of the blade was observed. The end of the blade was being used to decorticate. The joint space was irrigated to remove debris. There was a procedural delay of 5 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.